Event description:
The device was removed due to a "tubing rupture at resipump". The entire device was removed and replaced with a co 2-piece.

Manufacturer narrative:
In the received info the physician stated that leakage was noted "at connector." The physician also stated that there was no kinking or twisting of the tubing observed, the device was not in a position that would have caused stress, and that there was neither an excess nor an inadequate amount of tubing observed. The physician further stated that there was no info apparent in the pt's history that would have contributed to this occurrence and that the device was not damaged during the explant procedure. Examination and testing of the device revealed a separation/leakage site in outlet #1's exiting tubing. This separation extends around the tubing, along the monofilament cavity, near the distal end. Examination of the surfaces of the separation revealed markings characteristics of stress9s0 induced rending. Further examination of the area surrounding the separation revealed connector impression marks on the surface of the tubing. The location of the separation site, within the connector/clamp markings, indicates that the separation may have originated at the tubing/connector point of contact, confirming the physician's observations. Examination also revealed a confined area of abrasion with a crease mark adjacent ot it, on each of the exiting tubings at the strain relief/tube junction. Based on qa's examination and the physician's observations. Qa concluded that while in-vivo, both outlet tubings were partially kinked and abrading against themselves. Qa further concluded that this positioning, combined with tubing fatigue at the connector site, and the device usage, contributed to sufficient stress(s) to rend the tubing at the observed site.